Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. Functional testing confirmed all ports reached the desired temperature with no abnormal heating periods displayed over multiple attempts to reproduce the reported failure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing an inability to reach the desired temperature could not be conclusively determined as the returned generator functioned as anticipated throughout investigation.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the probes would not heat to temperature, rather they stayed around 20-33 degrees. In addition, when ports 2 or 3 on the generator were being used, the probes were not recognized. When the probe was moved to port 1, there were no issues with the probe being recognized. Troubleshooting included changing the grounding pads, changing the probes, and power cycling the generator but the issues remained. The patient was already prepared when the procedure was cancelled. There were no adverse consequences to the patient.